Event description:
A 9mm tunnel hamstring case was being performed. An 8 x 30mm tapered screw was being used for fixation. Head of screw broke when 75% inserted. The screw was fully engaged on driver before insertion. Proper fixation was achieved and no further fixation was required. There was no compromise to patient safety.